Event description:
It was reported that, during reprocessing, the colono videoscope tested positive for an unspecified number of colony forming units (cfus) of pseudomonas in the suction channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 4025. Sampling from: air /water channel. Cfu: <1. Bacterial identification: n/a. Sampling date: (B)(6)4025. Sampling from: instrumenl channel. Cfu: 5. Bacterial identification: filamentous fungi. Sampling date: (B)(6) 4025. Sampling from: suction channel. Cfu: 4. Bacterial identification: filamentous fungi. Sampling date: (B)(6) 4025. Sampling from: all channels. Cfu: 9. Bacterial identification: n/a. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. In addition, the following reportable malfunctions were identified during the device evaluation: air/water-cylinder has foreign objects. Air/water-tube has foreign objects. Based on the results of the investigation, a definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.